Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they had a transmitter that was not holding charge, the customer experienced a high blood glucose of 410 mg/dl the morning of the call, and that the insulin pump's button was hard to push. The customer stated, the keypad has not been responding for almost six months, when asked for any significant events leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. Device received with broken battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.